Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed that the device experienced repeated failures with force sensing resistors. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.